Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device 6 years and 11 months. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had a driveline infection (date of onset not provided) and was listed as status 1a on the transplant list. The patient was transplanted on (B)(6) 2016. The pump was not returned for evaluation. Additional information was not provided.

Manufacturer narrative:
The lvad was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient first developed a driveline infection back in (B)(6) 2012. The patient was on keflex on and off from (B)(6) 2012 to about (B)(6) 2015 when they were switched to doxycycline.